Manufacturer narrative:
Medtronic received the following information from the journal article entitled; correlation of baseline plasma and inguinal connective tissue metalloproteinases and their inhibitors with late high-pressure endoleak after endovascular aneurysm repair: long-term results. George s. Georgiadis, george a. Antoniou, christos argyriou, nikolaos schoretsanitis, evaggelos nikolopoulos, konstantinos kapoulas, miltos k. Lazarides, and ioannis tentes. Journal of endovascular therapy 2019. Https://doi.org/10.1177/1526602819871963. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant stent grafts were implanted in patient for endovascular aneurysm repair. The following events were reported: death.